Event description:
It was reported that the patient was in a car accident and 3 months later, the lead impedance started decreasing and the threshold went up. It was not certain if the airbag, safety belt, or the age of the lead contributed to the lead issue. The lead was abandoned and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.